Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse confirmed that bipolar energy was switched on when monopolar energy was activated. The issue may be caused by the force triad generator setting or instrument usage. The system was tested, operated as expected, and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps (mbf) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history confirmed a record for the other instrument in use as it was unknown if they were both related to the event. Patient (B)(6) represents the record documenting the non-returning mcs tip cover accessory as well as the returning mcs instrument and patient (B)(6) documents the returning mbf instrument. A review of the device logs for the maryland bipolar forceps (part# 420172-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date. The instrument was not used after the date of the reported event. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by clinical development engineer (cde). The following additional information was provided: the phenomenon observed is not unique to the da vinci system, and it can happen in any electrosurgery. The metal of the mbf instrument is conductive and it creates an alternate current pathway. This is called direct coupling and it is based on the concept of ¿the path of least resistance.¿ in this instance, as shown in the video, the current traveled to the mbf instrument grips since there is less resistance between the mcs and the mbf than the resistance between the mcs instrument and the neutral grounding pad. This typically happens when the target tissue is thin and avascular as seen in this video. The cde recommends using the lowest available power settings that achieve the desired surgical effect while staying within 3kv maximum peak voltage. This event is reportable based on the following conclusion: the mcs instrument was activated for a surgical task; however, at the time of mcs instrument energy activation, the tissue grasped by the mbf instrument "burned." The allegation could be related to the potential for electrical discharge at a location other than intended. The unintended energy discharge resulted in burned tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. At this time the root cause of the reported issue remains unknown.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the monopolar curved scissors (mcs) instrument was activated for a surgical task. At the time of mcs instrument energy activation, the maryland bipolar forceps (mbf) instrument was grasping tissue and during mcs instrument activation the tissue grasped by the mbf instrument "burned." The user completed the procedure with no other issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Additional information related to the event was obtained. The generator used was a force triad version 3.6 and the energy power settings was set to monopolar cut 40. It was confirmed that there was no "air firing" of the instrument. The tissue grasped by the mbf instrument was the "fascia," and there was no additional tissue removal due to the reported issue. The burnt tissue was neither resected nor repaired. No need for additional treatment was required as the surgeon considers it to be an "insignificant" type of tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The energy delivery functionality was verified multiple times and passed specification. The instrument operated as expected. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.